Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise occurred when connector section load was applied, white dots and component failure of the imaging unit (ccd)charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device exhibited noise which occurred when connector section load was applied, white dots and component failure of the imaging unit (ccd) charged coupled device. There was no patient involvement.

Event description:
The device was returned to the service center for preventative maintenance testing. During inspection at the service center noise occurred when connector section load was applied and white dots were noted. The device failed the visual inspection of the image. The probable cause was due to the failure of the imaging unit (ccd).

Manufacturer narrative:
The supplemental emdr is being submitted to correct the following: b3 and b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.